Event description:
It was reported that after a non-abbott drug eluting stent (des) was deployed in the obtuse marginal (om) of the right circumflex (cx) artery, a dissection was noted in the vessel. A 2.8 x 26 mm graftmaster covered stent was used for treatment. It was noted that the graftmaster could advance the bend in the proximal part of the cx but the device could not cross the lesion. The graftmaster was removed without issue. A multilink 8 stent was used to cover the dissection with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-comformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.